Manufacturer narrative:
The product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient is unable to tolerate the iol. Additional information was provided by the surgeon that the patient reported waxy vision, ghosting and halos. The patient was unhappy with reading and distance vision. The clinical reason for the removal of the iol is poor adaptation to the multifocal platform. The lens was removed and replaced with a different model in a second procedure. The symptoms have resolved.

Manufacturer narrative:
Product evaluation: the product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. The lens was in a specimen container in a watery fluid. The optical resolution was verified to be acceptable and the diopter was within the range for a 17.0 diopter lens. Additional information indicated a qualified cartridge, handpiece and viscoelastic were used. However, a non-qualified viscoelastic was also indicated as being used. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause; however, the lens was damaged. Due to the presence solution, the damage is potentially related to customer handling. Additional information indicated a failure to follow the dfu; a non-qualified viscoelastic was used. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).